Manufacturer narrative:
This report is filed on november 11, 2016. The battery is currently unavailable.

Event description:
It was reported that the disposable battery of the sound processor was found to have leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.